Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was removed and replaced with a df4 system. This lead also had some sensing issues and because there was no access on the left, the physician chose to move the new implant to the right. There were no adverse patient side effects reported. The device was replaced and was not returned for analysis.